Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units while using the pump for basal therapy. There was no reported impact to the customer's blood glucose level. Reportedly, the cartridge would continue to be used for insulin therapy.